Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; the device would not heat. Further testing showed a faulty heater component was the cause of the issue.

Event description:
It was reported that a smiths medical fluid warmer won't heat. Leaks water. No adverse patient effects were reported.